Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. Customer also reported possible under delivery anomaly, possible over delivery anomaly. Customer was treated for hyperglycemia with manual injection/insulin pen, hypoglycemia with carb intake. The event involved product(s) mmt-1884, mmt-332a, mmt-243a, mmt-7040ma. Troubleshooting was performed for high blood glucose event. No kinks, bends, or multiple large bubbles were present along the tubing length. Cannula was intact. No recent changes to the pump programming were observed. Insulin pump was not exposed to strong magnetic fields and displacement test was passed. High pressure test was not performed due to unavailability of tubing clamp. Troubleshooting was also performed for low blood glucose event. No damage to insulin pump was observed. Pump programming was accurate. Reservoir was showing same amount of insulin as shown in status screen. Customer was advised that the pump will need to be replaced. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue to use the reservoir. Mmt-332a was requested and customer response was the device will be returned. The customer will discontinue to use the infusion set. Mmt-243a was requested and customer response was the device will be returned. No product return is required for mmt-7040ma.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08720 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No under/over delivery anomaly noted during testing. In further full review of the pump history, no recorded bolus or basal deliveries were found in the pump history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. ¿ the pump was received with a scratched case and pillowing keypad overlay. In summary, customer allegation for pump possibly under/over delivering not confirmed during full functional testing. Unable to verify customer alleged for high/low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.